Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an insertion tube welding that is detached. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 05/15/2025.

Event description:
It was reported the subject device exhibited an insertion tube welding that is detached. The issue occurred during reprocessing. There were no reports of patient involvement.